Event description:
It was reported that during a percutaneous coronary stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous mid left anterior descending artery. The 3.5 x 16mm promus element stent delivery system was advanced, but failed to cross the lesion. The device was removed and it was noted that the stent was flared. A 3.5 x 24mm promus element was used to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).